Manufacturer narrative:
The lens was returned submerged in clear liquid inside a small specimen jar. The lens was removed from the liquid and allowed to air dry. Patterns of dried solution were observed once air dried. One haptic is broken in the gusset area. The broken haptic was not returned. The optic is torn/cut into two portions similar in appearance to damage from insertion and removal. The product investigation could not identify a root cause for the reported visual issue. The optic was torn/cut similar in appearance to damage from insertion and removal. Additional lens damage was observed. It cannot be determined if the additional damage occurred during removal. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reported indicated the trifocal lens model 17.5 (add power +2.2/+3.2 ) diopter lens was removed and replaced with a monofocal lens model 18.0 diopter lens. The reporter also indicated that the patient failed to adjust to the lens. The information of replacing a trifocal to a monofocal would suggest the replacement lens is a better choice for this patient's vision needs. Additional information was provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens was implanted, the patient could not adapt to the distance vision. The lens was exchanged nine months later for a different model and one diopter different power. Additional information was requested.